Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the procedure was converted to an open surgery due to the status of the lesion, and therefore, it was not a modification of the procedure due to a device failure. This supplemental report includes a correction to g2 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during laparoscopic surgery using this visera elite xenon light source and endoeye flex deflectable videoscope, the user was unable to switch back to normal light. The light source front panel could not be switched between "standby" and "on". A blue-green defect occurred, and it is possible that the situation was recognized as "nbi effective." The front panel, as reported, seems like it could not be operated. The lesion was bad, as reported, so the procedure was shifted to laparotomy. The customer confirmed the defect did not lead to laparotomy. The procedure was delayed for five minutes due to device replacement. The customer continued to use the light source and the video system, and the problem has not been reproduced since then. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) for visera elite xenon light source. (B)(6) for endoeye flex deflectable videoscope. This report is for (B)(6).